Event description:
A hospital in (B) (6) reported that during ventilation, the heater wire connector insert came out of the connector on the ventilator end of the evaqua expiratory tube of an rt340 adult breathing circuit. They reported the pt was "bagged" until the leak in the circuit was identified.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The device is en route to the manufacturer for inspection. We will provide a follow up report once our investigation is complete.